Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage. The following information was provided by the initial reporter: material no: 515070. Batch no: unknown. I was made aware of this and was told this has happened over a period of time, several times. Disconnection from the luer end of the connector from the hub of a clave connector. This has occurred before and I have troubleshooted the error upon discovery last time where some of the nurses on the the bmt & unit were connecting/activating the injector and the connector while the line was clamped and connecting (while inadvertently spinning) the setup to the patient clave connection. It connects but can become loose and most likely the error of leaking when the nurse forgets to clamp the line.